Event description:
Rptr had implantation after mastectomy right and left. The right implant is hard, very scarred and disfigured. There is scar tissue in both. MRI shows small area of pull away from medial aspect with questionable focus of extra capsular silicone. She has fibromyalgia, possible uncollapsed rupture, (multiple surgeries 7), pain in all muscles and joints, chronic headaches, arm weakness and her right arm goes numb on occasion.